Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: the product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -9.0/1.0/135 (sphere/cylinder\axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault and significant reduction of irido corneal angles. This exchange resolved the problem.